Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer was pushed off the couch and landed on the pump causing the screen to shatter. Customer was unable to see the screen due to the shatter. Customer's blood glucose was 260 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.